Event description:
Dental hall small bone lithium battery is cracking when sterilized using both steam gravity cycle and starred recommend by the manufacturer. We have had reorder over 15 new batteries due to this cracking.